Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for atrial driven rhythms. This device delivered two bursts of anti-tachycardia pacing (atp) and two shocks. Technical services (ts) reviewed the data and noted the therapy was a result of supraventricular tachycardia (svt) with rapid ventricular response (rvr). The results were reviewed with the health care professional (hcp). This ICD remains in service. No additional adverse patient effects were reported.